Manufacturer narrative:
The reported event of a torn cusp was confirmed. Morphological and histopathological examination found that all three leaflets were torn, leaflets 2 and 3 contained a thin layer of fibrin, and the base of leaflet 3 contained pannus. No inflammation or significant calcifications were found to be present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2012, an aortic valve replacement was performed and this 21 mm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted due to a torn cusp, which led to aortic insufficiency and an elevated gradient. A 23 mm medtronic freestyle valve was implanted. The patient was reported to be in stable condition. Patient identifier, weight, and gender is protected under local privacy laws, and therefore is not recorded.